Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing alert tones. The right ventricular (rv) lead had high defibrillation impedance and one high rate non-sustained episode that appeared to show noise. It was noted that there were two other instances of high defibrillation impedance. The patient indicated that their physician was aware of the issue. The rv lead remains in use and the patient will follow-up with their cardiologist. No patient complications have been reported as a result of this event.

Event description:
It was further reported that prior to explant, the right ventricular (rv) lead therapies were programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited multiple short v-v intervals, and a fracture was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the lead was defective and problematic for over a year. The patient reports having difficulty sleeping due to the lead alert tone. The lead was removed and a new lead was implanted.